Manufacturer narrative:
H.6. Investigation summary: material #: 363080. Lot/batch #: 3136113. Bd received 5 samples for investigation. The samples were evaluated by visual examination and functional testing and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. The following fields have been updated with corrected: d9: returned to manufacturer on: 17-nov-2023.

Event description:
It was reported that while using bd vacutainer® 9nc 0.129m plus blood collection tubes, 1 tube was underfilled or had low draw of a tube with blood. This event occurred (B)(4) time, and no report of adverse or injury.

Event description:
It was reported that while using bd vacutainer® 9nc 0.129m plus blood collection tubes, 1 tube was underfilled or had low draw of a tube with blood. This event occurred 1 time, and no report of adverse or injury.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H3. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.